Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a remote transmission showed an alert for an episode of non-sustained ventricular fibrillation. However, the fastpath summary did not note any alerts or episodes. There was also no stored egm associated with the episode. No further information is available at this time.